Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The self test was performed and it was passed. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating, basic occlusion test, sleep current measurement, active current measurement, and self-test. Unit successfully passed the displacement accuracy test (dat) at 0.0872 inches. Successfully downloaded history files and traces using thump. No pump error 3, pump error 19 or pump error 63 alarms during testing. However, confirmed the alarmed pump error 3 on (B)(6) 2022 05:03 pm, pump error 19 on (B)(6) 2022 05:09 pm and pump error 63 (variable 14) file number=32145, line number= 298 on (B)(6) 2022 05:09 pm in the pump history download due to moisture damage to the pcb1 board. No moisture damage noted to motor assembly during visual inspection. The motor was tested outside of unit and it passed. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: scratched case. Pump error 3, pump 19 and pump error 63 was confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.